Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer received a no delivery alarm during a bolus. The customer stated that the alarm was resolved by an infusion set change. The customer was unable to finish troubleshooting as the call was disconnected.